Event description:
Discordant, falsely elevated troponin results were obtained on five patient samples on an advia centaur instrument. The discordant results for three of the five patients were reported to the physician(s). The discordant results for two patients were not reported to the physician(s). The samples were rerun and resulted lower, and the rerun results were reported to the physician(s). One patient (B)(6) was admitted for observation. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered the daily clean line disconnected from the maniford and bleach standing in the bottom of the fluidics drawer. Reagent probes tested postive with bleach test strips. The line was connected and tied and system lines flushed. The customer calibrated the assays. Quality controls were then run all of which were in range. The cause of the discordant, falsely elevated troponin results is bleach contamination due to the disconnection of the daily clean line from the manifold. This instrument is performing according to specifications. No further evaluation of this device is required.